Event description:
It was reported that the patient's lead was hanging out of the skin. According to the patient, he started pulling it out as he was feeling something coming out of his skin. The device history records for the lead were reviewed. The lead was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.